Manufacturer narrative:
The customer resolved the issue by replacing and calibrating the sample and reagent probes. No additional discrepant result issues have been reported since the probes were replaced. List numbers 04s51-01 sample probe and 04s49-01 reagent probe, were determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c module and the alinity sample probe (04s51-01), alinity reagent probe (04s49-01) did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c module (serial number (B)(6), alinity sample probe (04s51-01), or the alinity reagent probe (04s49-01) was identified.

Event description:
The customer observed falsely depressed co2 results generated on the alinity c processing module for two patients. The customer repeated the samples and the results were higher. The following data was provided: patient 1 initial co2 result = 18, repeat result = 24. Patient 2 initial co2 result = 15, repeat result = 23. Patient reference range used by the lab is 20-31 mmol/l. No impact to patient management was reported.

Event description:
The customer observed falsely depressed co2 results generated on the alinity c processing module for two patients. The customer repeated the samples and the results were higher. The following data was provided: patient 1 initial co2 result = 18, repeat result = 24. Patient 2 initial co2 result = 15, repeat result = 23. Patient reference range used by the lab is 20-31 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.